Event description:
Complainant alleged that during routine functional testing, the device failed to allow discharge. Complainant indicated that there was no patient involvement in the reported malfunction.